Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) could not be telemetered and was not providing any pacing output. It was further reported that tones could not be obtained with the application of a magnet.